Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited atrial undersensing during atrial tachycardia (at)/atrial fibrillation (af) episodes. It was also noted the right ventricular (rv) lead had triggered an alert for high threshold. Follow-up was conducted with the company field representative. No reprogramming has been completed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported there was a position check failure on the ra lead.